Event description:
Could not properly ventilate a patient that was under general anesthesia for a procedure. The ventilator could not deliver the set tidal volume. Set tidal volume was ~ 700ml and unit was showing delivering ~ 100ml. It appeared that the flow sensors were not measuring inspiratory/expiratory volumes, or that there was a major leak that was missed. The following alarm messages appeared on the ventilator screen: "reverse exp flow. Check valves ok?" And "system leak?" Biomed was called for help. Machine was checked for leaks, but nothing was found. While the patient was ventilated with an ambu bag, the flow sensors were replaced without improvement. The condenser was checked and was emptied. It contained a lot of water. The machine was shut down and rebooted and the problem persisted. Finally the flow sensor module was disconnected and reconnected for a second time and the problem disappeared. However, this flow sensor issue has been happening for at least several months, multiple times with several aisys machines at our facility. Usually the tidal volume readings are in accurate and flow sensors are swapped out intraoperatively or if unable to resolve the issue, the entire machine is swapped out.====================== manufacturer response for anesthesia machine, aisys carestation======================downloaded event, error logs and sent to ge. Will send them to technical support for analysis.